Manufacturer narrative:
(B)(4): burn of device or device component. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
(B)(4). Manufacturing report number 1628664-2012-00025 has been submitted to correct this error.

Event description:
The connectors of the aps universal power source displayed blackened plugs as evidence of burning, and power was not running to the analyzer. The hospital electrician replaced the plugs and the analyzer was running as expected. There was no adverse impact to patient management or injury to personnel reported.